Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.

Event description:
It was reported that difficulty was experienced when attempting to plug a usb cable into the usb port of the pump. The plug of the usb cable would not fit all the way into the usb port. The customer attempted three different cables and experienced the same issue with all cables. The pump could not be charged properly without the customer holding the cable at an angle, in order to complete a successful charge. There was no impact to the customer's....